Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy due to cross-talk. Programming changes were made and resolved the issue.